Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown device manufacture date: unknown investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 needle 18x1-1/2 rb experienced a needle that was loose/pulled out of hub. The following information was provided by the initial reporter: material no:305196, batch no: unknown. I received a call from a consumer yesterday (B)(6) 2021 reporting his incidents with our bd product. On 2 occasions the needle has separated from the syringe while trying to inject his medications.